Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified right extremal iliac artery. It was a contralateral approach. A 9.0 x 29 mm omnilink elite stent was deployed in the lesion. A second 9.0 x 29 mm omnilink elite stent delivery system was being advanced through the previously placed stent when there was resistance and the stent on the delivery system compressed approximately 10 mm at the proximal end. The stent was deployed and a balloon catheter was used to fully appose the stent. A third stent was deployed overlapping both stents to cover the entire lesion. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number changed from 6062241 to unk. (B)(6). (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as a deviation to the IFU in regards to the second omnilink elite device utilized during the same procedure, contributed to the damage reported on the initial reported device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other omnilink elite referenced is being filed under a separate medwatch report number.

Event description:
Revised case description: it was reported that the procedure was to treat a moderately calcified right external iliac artery. It was a contralateral approach. A 9.0 x 29 mm omnilink elite stent was deployed in the lesion. A second 9.0 x 29 mm omnilink elite stent delivery system was being advanced through the previously placed stent when there was resistance with the tip and the deployed stent, and the deployed stent compressed approximately 10 mm at the proximal end. The second stent was deployed distally to the first stent. A third stent was deployed proximal to the first stent to cover the area where the stent compressed. There was no clinically significant delay in procedure. No additional information was provided.